Event description:
It was reported that, during a tha a surgeon reamed a patient acetabuli with a 57mm reamer to implant a trident multi hole cup (58mm). However, the cup did not lock properly on the socket. He attempted to lock tritanium cup (58mm) but the cup also did not lock on the socket. Therefore, he added to ream until 58mm. However, the tritanium cup did not lock into the socket. Therefore, he set the trident multi hole cup (58mm) with a bone cement into the socket.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. A visual, functional and dimensional inspection could not be performed as the device was not returned, it was implanted. Insufficient information was received for review with a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event. The shells are intended for cementless fixation within the prepared acetabulum. Before clinical use, the surgeon should thoroughly understand all aspects of the surgical procedure and limitations of the device. The reported event regarding seating/locking issue involving a trident shell was confirmed. Device was not returned and remains implanted.

Event description:
It was reported that, during a tha, a surgeon reamed a patient acetabuli with a 57mm reamer to implant a trident multi hole cup (58mm). However, the cup did not lock properly on the socket. He attempted to lock tritanium cup (58mm) but the cup also did not lock on the socket. Therefore, he added to ream until 58mm. However, the tritanium cup did not lock into the socket. Therefore, he set the trident multi hole cup (58mm) with a bone cement into the socket.